Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when the buttress nut turned clockwise to insert the sleeve assembly to cortical bone, the buttress nut was loosed at the connecting part of the aiming arm. There was 20 minutes surgical delay reported. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As received condition of device; the protect sleeve proximal femoral nail antirotation (pfna) blade was received decontaminated in a plastic package with correct and clearly legible marking. There were slightly traces of utilization visible. The design of the locking device is an older version with an older design. This design was improved at the end of october 2012. If the old version of the locking- device once replaced by the new version; the problem disappears. The complaint is not confirmed, because the function test was passed. Based on the results of this test the complaint is rated as not valid from manufacturing point of view. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.